Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their parent had it done and it was the worst mistake ever.additional information was received from the patient. The trial was wonderful but the implant was a disaster. Patient representative futher stated that they were sure the surgeon botched the procedure too because the patient had a knot over the site as big as your fist and was in so much pain the device had to be turned off

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.